Event description:
It was reported that the patient presented during a routine follow up. Upon interrogation, it was revealed that the device was post paced t-wave oversensing. No patient symptoms reported. Programming changes were made and the patient was stable.